Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image indicated the cause of the reset was due to a parity error. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the parity error could not be determined.

Event description:
It was reported that a device in unopened packaging was found in back-up vvi mode. Device was not implanted.